Event description:
A laser center director reported that a patient who had bilateral lasik was diagnosed with inflammation in the left eye on the first postoperative day. The steroid eye drops were increased to six times per day, then tapered down to four times per day, which is the usual post-op dose. Two days later the inflammation had cleared.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).